Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient presented to the clinic with "dialysis fluid infection". The cause was not reported. It was reported that the extension set was replaced by the nurse. The patient was given unspecified antibiotics intraperitoneally. It was reported that upon attempting to close the clamp after the infusion was completed, it could not close. It was further reported that the clamp was very stiff. Patient outcome and action taken with pd therapy was not reported. No additional information is available.